Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. (B)(4).

Event description:
It was reported that the device possibly had early battery depletion. The device had an alert for battery voltage low as the device had reached recommended replacement time (rrt). It was also noted that the device had high rv (right ventricular) outputs and there was paroxysmal af (atrial fibrillation). The device was explanted and replaced. No patient complications have been reported as a result of this event.